Event description:
Complainant alleged that during incoming inspection of the product after the device was repaired, the device displayed a green dot on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.